Event description:
Ous MDR - it was reported that there was a sudden decrease in r-wave amplitude and the thresholds had increased. Therefore, this lead was explanted.

Manufacturer narrative:
Ous MDR.